Event description:
It was reported occlusions alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. At the time of report, a systems check with Tandem Technical Support determined there was a blockage in the cartridge. However, the customer indicated occlusions had been recurring and the pump was replaced. The pump was used for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.